Event description:
It was reported that during an unspecified treatment procedure, a stent dislodgment occurred. The target lesion was located in the superficial artery (sfa). An express ld stent delivery system was selected and during use the stent dislodged from the delivery system. An unspecified balloon catheter was advanced and deployed the stent at an unintended location. No further complications were reported. The procedure outcome and patient status is unknown.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. Inspection indicated the locator wings were fully collapsed and a completely slit sheath. There was nothing detected that could interfere with clip deployment and device removal. The retracted thumb advancer and delivery tubeset were consistent with post-procedure manipulation. During testing, the device was cleaned and re-assembled for re-deployment and the results were successful. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.(B)(4).

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed, but failed to achieve hemostasis. The device was difficult to remove and the access ports were used in accordance to the instructions for use. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. No additional information was provided.